Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and that the patient was a 'twiddler'. The lead was explanted and replaced.